Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes were observed. Remote transmissions from merlin.net transmission was reviewed. Patient received a notification alert for the non-sustained rv oversensing issue in (B)(6) 2016 and there were alerts for atrial and ventricular noise reversion. Upon review of the electrogram, noise on both the atrial and ventricular channel was observed. The oversensing lead to inhibition of pacing. Patient is dependent on the pacemaker. Lead damage was suspected on both leads. No further information available.